Event description:
It was reported that during a stent graft procedure in an av graft, the stent graft was unable to be deployed. Another stent graft was deployed successfully. There is no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.